Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks for sinus tachycardia in the ventricular tachycardia-1 (vt-1) zone resulting in therapy exhaustion. No adverse patient effects were reported.

Manufacturer narrative:
The rate cut off was increased. Boston scientific technical services (ts) discussed additional detection enhancement programming options. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.